Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon functional testing, fse found the issue was due to a problem with host pc software. Fse reinstalled the host pc software and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system will not boot up. The system was not in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the host pc software was re-installed, the system was returned to use in good working order.